Manufacturer narrative:
Patient information was unavailable. No device evaluation performed as the resolution was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the leds were not being detected by the navigation system. The site rebooted the imaging system and the issue was resolved. The procedure was completed using the imaging and navigation systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Additional information: patient information updated. If information is provided in the future, a supplemental report will be issued.